Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored with fading text. Additionally, investigation revealed that the battery compartment was cracked. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 12/30/2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 12/30/2013 with the following findings:during testing, the display was dim and discolored with fading text. Evaluation revealed that the battery compartment was cracked near the pump case seal. Unrelated to the complaint, evaluation revealed that the audio bolus button cover was missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).